Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified and mildly tortuous vessel in the left circumflex (lcx) artery. The 3.5x26mm graftmaster covered stent was used to treat a perforation but failed to cross the lesion due to the tortuosity. A 3.5x19mm graftmaster was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement and material separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified and mildly tortuous vessel in the left circumflex (lcx) artery. The 3.5x26mm graftmaster covered stent was used to treat a perforation but failed to cross the lesion due to the tortuosity. A 3.5x19mm graftmaster was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to filing the initial report, returned device analysis identified that the stent had been dislocated and the hypotube separated. The account confirmed the stent dislodgement on the balloon and the hypotube separation.